Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. Post-implant it was observed that the right disc of the device took on a bulging shape. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformation after release was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was reported that a 09f amplatzer trevisio delivery system was used with a 30mm amplatzer pfo occluder. Please note, per the instruction for use (IFU), the recommended size delivery system for use with a 30mm amplatzer pfo occluder is 08f. A 09f sheath was used to deliver the device, which could have contributed to the deformation noted, as the use of a larger sheath/loader may influence deformations of the device.